Event description:
It was further reported that review of historical device data indicated the extravascular (ev) system had functioned normally, and no interaction between the leadless pacemaker from a different manufacturer and ev lead was observed that impacted the patient outcome. The data showed no prior interaction between the ev system and leadless pacemaker. Review of the episodes on the day the patient passed away showed sustained ventricular tachycardia (vt) below the programmed therapy zone for almost four minutes before the rhythm degenerated into the ventricular fibrillation (vf) zone and was appropriately detected and treated with a high-voltage defibrillation shock, converting the vf into a wide complex vt below the programmed therapy zone. The rhythm again quickly degenerated into the vf zone and was treated with an additional high-voltage defibrillation shock, converting the rhythm to a wide agonal accelerated ventricular escape rhythm. For almost 2 hours, the rhythm appeared as asystole, non-conducting p-waves, and rare ventricular escape beats recorded by the patients¿ implantable monitor before eventually transitioning into a ventricular fibrillatory rhythm that met detection; however, the low amplitude signal from the agonal rhythm below the programmed sensitivity in combination with complete asy stole and sensing of paced events from the leadless pacemaker resulted in therapies being aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: atrial aveir leadless ipg implanted: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was deceased after going into what the physician described as a ventricular tachycardia (vt)/ventricular fibrillation (vf) storm. Review of an interrogation showed high-voltage therapies were delivered for episodes detected in the vf zone, however additional vf therapies were inappropriately withheld for a third episode due to the extravascular (ev) lead oversensing pacer spikes from the implanted leadless implantable pulse generator from a different manufacturer as well as undersensing of what appeared to be fine vf resulting in aborted shocks. The interrogation also showed prior to the event, episodes of ev lead oversensing of noise were recorded.